Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power errors. The customer's blood glucose reading was 95mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed self-test and displacement test. Pump errors found in the insulin pump history (linenumber = 3294 and filenumber = 26) due to software error (tt=2252). Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.